Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's father reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's father reported that the insulin pump was not delivering and not working properly. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's father stated that they had symptoms of high blood glucose such as such nauseous and vomiting. The customer's father stated that they were treating the blood glucose with the insulin pump and manual injection. The customer's father stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.